Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/pt contacted lifescan customer service in 2009 alleging that her one touch ultra meter was displaying a "strip problem" error message. The error message first occurred at 6am the day before. She claimed she became shaky and weak at 7 am the same day, and at 5pm on original date as a result of the error message. It was noted that the pt had more food/drink at 6:20pm on original date. The pt denied testing on any other devices at the time of concern. No other forms of treatment were reported. According to the csr documentation, the error message was not resolved. This complaint is being reported because the pt developed symptoms suggestive of hypoglycemia after the error message occurred. In addition, the error message was not resolved with troubleshooting. Replacement products were still sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.